Event description:
It was reported to philips the device had a setting problem. There was no patient involvement.

Event description:
It was originally reported to philips the device had a setting problem. It was later clarified via email with the philips authorized service provider that the customer reported the device opcheck failed. A philips authorized service provider (asp) evaluated the device. The asp re-performed opcheck. When the asp re-performed opcheck, the opcheck passed. The device passed all performance assurance tests and was placed back into use with the customer.